Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the patient experienced a perforation. It was further reported that the his bundle lead exhibited high thresholds and was unable to be unfixed after the third fixation. The lead was turned off. No further patient complications have been reported as a result of this event.